Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was a clear plastic material at the fill septum port with multiple cartridges. The customer was unable to insert the needle into the fill port of the cartridge. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose level was 242 mg/dl.